Event description:
Information was received from a patient's representative (caller) regarding a patient with an implantable pump. It was reported that the reason for call was the caller stated the patient was currently in the hospital needing magnetic resonance imaging (MRI) of the brain. The caller stated the hospital spoke with medtronic and told them to get an appointment date as soon as possible after the MRI because the pump shuts off automatically. The agent reviewed MRI compatibility and redirected to healthcare provider regarding MRI and post MRI pump check. During the call, the caller mentioned the patient had their new pump implanted on saturday. The caller also stated the patient had a heart attack or stroke. The patient's representative called back and stated that the patient had a stroke and was in the hospital and couldn't get an MRI done. The patient's rep mentioned that the pump was replaced on saturday and after they got home, the patient didn't feel well and weak until monday morning when the patient's rep called someone. The agent had difficulty understanding the patient's rep and the agent tried to obtain pertinent details. The patient's rep mentioned that the patient was not able to walk for 4 days and today was the 5th day and was not getting any better. The patient's rep was asking who was going to check the pump after the MRI. The agent reviewed information. The agent redirected the patient's rep to their health care provider (hcp) and provided the national answering service (nas) phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.